Manufacturer narrative:
The returned product was visually inspected and confirmed that the elastomer was missing from the pinch plate of the cassette. Based on the bill of material (bom) for this finished good batch part list, the customer report of missing elastomer could be confirmed. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer's complaint is related to a misstep during the assembly of the cassette. The elastomer was likely left out during this step in the process. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the solution leakage occurred from cassette before cataract with intraocular lens implantation surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.